Event description:
Patient stated that she had infection on site of placement from dexcom cgm back in (B)(6) 2015. Patient received that product in (B)(6) 2015 and after placement, patient noticed redness on site of placement. Patient then changed the site to a different site, but it only got worse with more redness. Her pcp informed her that the area is infected and she was placed on antibiotic and discontinued the dexcom. Patient returned the product in (B)(6) 2015. Dates of use: (B)(6) 2015. Diagnosis or reason for use: dm type 1. Event abated after use stopped or dose reduced: yes. Dose or amount: frequency: continuous; route: epidermis.